Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump over delivered insulin causing customer to "crash". Although requested, no additional was information provided. Customer declined follow up from tandem technical support.